Event description:
It was reported that the right ventricular (rv) lead bipolar impedance has been gradually increasing and was now high. The capture threshold has also increased. Crush fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: e2dr01aa implantable pulse generator (ipg), (B)(6) 2004; 5076 implantable pacing lead, (B)(6) 2004. (B)(4).